Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Due to hospital privacy policy, no additional information will be provided. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not provided. It was unknown if the death was considered device or therapy related. The device was working as expected for the whole time of support.